Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal of a tampon, the pledget fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.